Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited a decrease in pacing impedance and r-wave amplitudes. The lead also exhibited intermittent capture and delivered inappropriate shock due to oversensing of atrial signals. Chest x-ray revealed that the lead was dislodged. The lead was explanted and successfully replaced. The patient was stable.